Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008, in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for two pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were not reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008, to investigate the event. The fse performed a high sensitivity (hs) system check. Low level quality control (qc) precision and system check and all passed within instrument specs. No hardware issues were found. The quality control (qc) data were reviewed and they were within spec prior to the event. The system checks performed on (B)(4) 2008, data were reviewed and they were within instrument specs. No definitive root cause could be determined for this event. This is two of two separate MDR reports related to the two pt events associated with a single malfunction report on two different days. Reference MDR numbers: 2122870-2011-01889 for all events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.